Event description:
The pump had been programmed in the dose rate calculation mode at a rate of 20ml/hr. The infusion had been interupted by a nurse that was unfamilar with the dose rate and the pump was later found to be running at a rate of 100ml/hr. There was no pt complication.